Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shock therapy for atrial fibrillation (af) with rapid ventricular response. Programming changes were made for optimization, however, t-wave oversensing was then observed resulting in delivery of additional inappropriate shocks. Further programming changes were made for optimization of the therapy zones. No adverse patient effects were reported. This product remains implanted and in service.